Event description:
It was reported to philips that the device has a battery error and then device shuts down. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated the device was not able to duplicate problem. Customer resolution and conclusion: the evaluation of the device was unable to find any faults. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.